Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) levels reached 33 mmol/l (594 mg/dl) while wearing the pod between 37 and 48 hours. The patient called emergency services and was advised to go to the hospital. The doctor noticed the cannula did not insert into the infusion site (abdomen) so the pod was removed and a new pod was applied for treatment. The bg levels stabilized and the patient was released after five hours. The pod was discarded at the hospital.